Event description:
Medtronic physio-control is investigating 11 devices found to have misaligned on/off switch buttons. The misalignment may cause the device to either not turn on, or not turn off. Nine of the devices were found during the mfg process. There have been no reports of switch failures occurring during pt use.